Manufacturer narrative:
The advanced breathing system and inspiratory check valve were cleaned to remove moisture to resolve the reported event. Customer contact reports no patient information is available.

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient injury.